Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was implantable neurostimulator (ins) pocket site pain and discomfort that bothered them since implantation. They also had increased incisional pain at the midline were the anchors resided and at the midline incision site after a single incident of swinging a golf club. There were no diagnostics taken. The system was removed which resolved the issue. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead, product ID: 97791, lot# unknown, product type: accessory, product ID: 97791, lot# unknown, product type: accessory. A supplemental report will be sent when analysis is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial#(B)(4) implanted: 2013-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory: analysis of the ins determined that the ins was depleted and grommet #0 had a punch out hole. Analysis of both leads determined no issue. Result codes 180 and 825 and conclusion code 4315 are associated with the ins. Result codes 213 and 452 and conclusion code 4310 are associated with the leads. If information is provided in the future, a supplemental report will be issued.